Manufacturer narrative:
The complaint device was not returned for investigation. Based on the review of the complaint and communication with the facility personnel, no device malfunction was reported. Upon further follow up with the facility, the facility indicated that the patient recovered following the procedure. The aveta system user manual states: uterine perforation may result in possible injury to bowel, bladder, major blood vessels and ureter. Healthy tissue can be injured, e.g., perforation by improper use of the resecting device. Use every available means to avoid such injury. To avoid perforation, keep the resecting device tip under direct visualization and exercise care at all times when navigating it or resecting tissue close to uterine wall. Never use the resecting device tip as a probe or dissecting tool.

Event description:
A hysteroscopic polypectomy was attempted in a post-menopausal patient using the aveta coral hysteroscope and a aveta flex+ resecting device. During resection, the physician perforated the anterior wall of the uterus. The aveta system indicated presence of possible perforation. The perforation was recognized immediately and confirmed laparoscopically. After consulting with the patient family, it was decided to perform a hysterectomy, which was completed without any reported complications.